Manufacturer narrative:
Until the date of this report, neither the used material nor a lot-nr. Was sent in by the doctor's office. Therefore further analysis of the involved product or a retained sample couldn't be done. The dentist stated that she used the materials at the pt one time before a few months ago. At this time the pt felt only a little itching. The severe symptoms occurred after the second treatment. As no other products than 3m permadyne penta l and 3m impregum penta were used during the second treatment it can be concluded that there underlines an allergic reaction to one or both of the products. Further info, e. G. Results of allergy testing, are not available to us. This product has been assessed for biocompatibility and has been found to be safe for its intended use. It has a favorable clinical use history. No other serious adverse event was reported since 2012.

Event description:
On (B)(6) 2012, 3m espe was informed about a reaction that occurred on (B)(6) 2012, when the 3m espe impregum penta impression material was used. After the treatment, the pt experienced sore gums, throat swelling, and facial swelling, which got progressively worse and led to breathing problems. At the same day, the pt went to the emergency room, where fenistil- and cortison-infusions were given to reduce the symptoms. After three days the symptoms vanished completely and the pt is at present free of complaints. During the same session also 3m espe permadyne penta l was used. For this product an own report (MFR report # 9611385-2012-00007) is prepared.